Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pro ultra endo tips zircon #5 broke during use. The event outcome is unknown as of this MDR evaluation and according to the customer, no further information will be available.

Manufacturer narrative:
Customer returned one broken a062000000500. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. Using microscope visually checked tip. Instrument was broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Complaint does not indicate what power setting was being used at time of breakage. Recommended setting for the a062000000500 is a minimum of 1 and a maximum of 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined.